Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hypoglycemia after announcing breakfast while glucose was trending downward and receiving a 2.83-unit meal bolus; they initially declined treatment due to having eaten a full meal, later consumed two glucose tablets, and subsequently experienced rebound hyperglycemia before returning to a stable in-range value. Symptoms included hypoglycemia followed by hyperglycemia, with the individual reporting no low-glucose symptoms at the time of the event. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available to explain the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.